Manufacturer narrative:
Product complaint # (B)(4). Representative samples were received for evaluation. Four unopened samples of product code 1663, lot # mmh529 were returned for analysis. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-86166 and 2210968-2019-86167. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee surgery on (B)(6) 2019 and suture was used to close the skin. During the procedure, the suture popped off the needle when drawing through the skin. The procedure was completed successfully. There were no adverse patient consequences. No additional information was provided.